Manufacturer narrative:
During the failure investigation, the serial peripheral interface failure was confirmed but was not duplicated; therefore, no additional information is available.

Event description:
It was reported that during failure investigation of the device for a primary alarm failure, it was discovered that the unit declared multiple error codes indicative of a serial peripheral interface (spi) bus failure in the unit's device report. There was no patient involvement.